Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 120 mg/dl. Customer stated had blank screen took off the battery gave button errors and keypad unresponsive. Advised the customer that insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No blank display or button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Unable to test the operating currents due to no button response. The insulin pump had a minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. No damage noted on isolation tape on lcd board.